Manufacturer narrative:
Concomitant medical products: 439688 lead, implanted (B)(6) 2015. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the cardiac resynchronization therapy pacemaker (crt-p) and leads were explanted due to a pocket infection. Cultures were taken. No further patient complications have been reported as a result of this event.